Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-rays tube was evaluated, replaced and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the high dose testing the system was arcing and the circuit breaker was tripping. This resulted in an intermittent recoverable loss of imaging functionality. There is no report of injury or death associated with this event.